Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented an autofill failure. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Evaluation method, result & conclusion code), corrected fields: the date in the initial MDR should have been reported as 2(B)(4) 018 opposed to (B)(4) 2018. A getinge field service engineer (fse) was dispatched to evaluate the rental unit and was able to reproduce the reported failure. The fse suspected that the purge k5/k3 relays were not working and opted to replace the purge manifold. The fse also replaced the solenoid drive board as a precaution due to a loose connector for the purge manifold. The fse confirmed that the new board had a much tighter/firmer connection. The fse then performed a complete calibration and preventative maintenance on the unit. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented an autofill failure. There was no patient harm and no adverse event was reported.